Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered unintentional boluses. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Customer consumed juice to address bg. System check with tandem technical support confirmed the pump was functioning as intended.